Event description:
The reporter stated the technician was preparing to load an aq2010v silicone three piece lens into the cartridge but noted one of the haptics looked out of alignment/bent so decided to use another lens. There was no patient contact. The reporter stated they felt the lens may have been received that way and was possible defective.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn and one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.